Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple minimum fill notifications. Reportedly, the cartridges were filled with 300 units of insulin. A new cartridge was loaded resolving the issue. Customer's blood glucose (bg) level was 350 mg/dl. Additionally, it was reported that a low bg was experienced. Customer declined to provide additional information regarding low bg event.